Event description:
It was reported that during implant the hvli measured greater than 200 ohms, despite ensuring connections were correct. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of high impedance is believed to be confirmed in the laboratory. The rv setscrew could not fully travel through the connector block and thus could not connect onto the lead pin in the rv bore. Depending on the lead connector position in relation to the connector block, out of range hvli measurement may occur due to a connection issue. No issue with the remaining vtip and svc setscrews was noted during analysis.